Event description:
Clinical lab blood tests for the next morning were entered into the cpoe system to further evaluate low wbc count, renal failure, anemia, and low sodium. The blood was not obtained for testing delaying care and placing the patient at risk for worsening underlying medical conditions. Who knew of the neglect? No one, because there is no reconciliation of orders for execution by device or by human. Human review of the cpoe silos is tedious and time consuming and fraught with uncertainty, due to the innumerable lines of meaningfully meaningless gibberish obfuscating the critical elements. Such a near miss will ultimately recur and the associated delays will cause medical catastrophe.